Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during subtotal colectomy (complete resection of right colon and transverse + portion of left) procedure, the anastomosis was completed; everything was verified in tact. The surgeon later found an anastomotic leak on the ileo-sigmoidal anastomosis in early 2009. The patient was reoperated that same day because of an abdominal abscess/leakage. The patient was given an ileostomy; unknown when it was completed. The patient died two days later. No additional information has been provided.